Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to an alert and discovered the infusion set tubing had become disconnected at the connector, with insulin leaking from the connector area; after guidance, the user reconnected the tubing and performed a tubing and cannula fill, and insulin delivery resumed on the ilet. Symptoms included hyperglycemia with a reported blood glucose of 300 mg/dl. Outcomes included transient elevated glucose without hospitalization. Investigation included remote troubleshooting and user education to restore proper infusion and prime the system. Investigation of this case revealed an infusion set connection issue consistent with an incorrectly attached or loosened infusion set connector leading to insulin leakage and under-delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related connection issue with the infusion set resulting in interrupted insulin delivery.